Event description:
It was reported that "a registrar attempted to remove the spring wire guide (swg) over the central venous catheter (cvc), but was unable to do so due to it being stuck. Instead of removing the whole device and swg and starting again with a new set, the registrar pulled with such force he snapped the swg at the j tip, and the tip was left in the right atrium. This required surgery to remove it. This incident was not reported to complaint mgmt as md stated the registrar was the one who made the error in his technique causing the swg to break. However, this has been brought to my attention now as a second swg has become stuck in a cvc in another pt. Neither the swg, catheter, lot #, nor batch number was obtained by the staff. Pt details will not be given to me by the medical staff due to pt confidentiality."

Manufacturer narrative:
Sample will not be returned for eval.